Manufacturer narrative:
The pump passed the active current test and sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 59.0 received the lowbatteryalert (104) on (B)(6) 2025 08:51:00 after more than 7 days at 23.31 days. Battery cycle 55.0 received the lowbatteryalert (104) on (B)(6) 2025 14:21:00 after more than 7 days at 23.33 days. Battery cycle 54.0 received the lowbatteryalert (104) on (B)(6) 2025 20:43:00 after more than 7 days at 23.05 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Unexpected battery power loss was not confirmed. Cosmetic damage located at the battery side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the battery tube side, and the pump turned off. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed, and damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1810 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.